Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.

Event description:
A currently (B)(6) elderly male consumer began using one tablet of efferdent anti-bacterial denture cleanser (sodium perborate monohydrate, potassium monopersulfate) 1 to 2 times per day beginning in 1997 (exact date unspecified) to clean his dentures. Beginning in (B)(6) of (exact date unknown), he had throat cancer. The cancer was treated with an unspecified surgical procedure on (B)(6) 2004. As of (B)(6) 2005, product use continues. The event resolved on an unspecified date.